Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the ventricular output connector assembly was broken. It was further noted that the lower case was broken. Additionally, the battery wires were pinched but the wire insulation was not compromised. All found defective parts were replaced, the firmware was updated and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector on the external pulse generator (epg) was broken. The device has been returned. There was no patient involvement.